Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Baed on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported that a patient with a known chronic total occlusion (cto) 1 centimeter below the right ostial superficial femoral artery (sfa) with a well vascularized side branch underwent a percutaneous transluminal angioplasty (pta) of the right sfa via an antegrade puncture. The angio-seal was used following the pre-insertion angiogram. Hemostasis was not achieved and manual compression was applied to achieve hemostasis. Two days later, an echocardiography revealed an occlusion near the puncture site. Two weeks later, the echocardiograph was performed again; however, the occlusion could not be determined. Five days later, the patient underwent angiography and ultrasound of the right sfa. The portion of the bright 10 millimeter length echogenicity was present in the posterior wall of the sfa ostium. The physician alleged this to be the angio-seal anchor. Pta was performed with a 6.0x20mm balloon dilatation catheter. The blood flow was improved; however, a 25-50% residual stenosis remained. The patient was discharged from the hospital.